Manufacturer narrative:
(B)(4).

Event description:
Procedure: lung volume reduction. According to the reporter: two reloads fired successfully. The surgeon closed another reload over tissue and fired. It felt very stiff and stopped advancing. Once more pressure reapplied, handle cracked. Duet material cut off tissue manually with scissors. Some tearing of paranchyma was observed. Some staples did not form. Open staples were left in the lung. Some bleeding was observed. A second handle was opened and loaded with another reload which was applied to tissue to try to complete the first malformed staple line. Stiffness felt again during the firing cycle. The handle snapped when further pressure was applied. The procedure was converted to open to complete. Greater than 30 minutes extra time was added to the procedure. A third handle was opened and the procedure was completed without further incident.